Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent¿s reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 380 mg/dl at the time of incident and 541 mg/dl at the time of hospitalization. Customer experienced positive results in the ketones test was nausea, vomiting. The customer was treated with intravenous, manual injection, ibuprofen, nausea medication. The insulin pump will not be returned for analysis.